Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported receiving a system error 2240/2367 during dwell 2 of 4 during dialysis therapy. The technical service representative (tsr) advised the caregiver (cg) to start over with all new supplies or perform continuous ambulatory peritoneal dialysis (capd) to complete therapy and inform the registered nurse (rn) of the se 2240. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.